Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working. It was reported that surgery time was extended by 15 minutes. There was no report of pt injury and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.